Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-75303.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid when insulin leaked from the reservoir into the device. The customer's blood glucose was 229 mg/dl. She stated that the reservoir was used. She reported that the insulin pump alarmed motor error during the rewind process after the event. She stated that she saw insulin in the reservoir compartment, took the reservoir out to let the fluid drain, and when she attempted to rewind the device, the insulin pump alarmed motor error. She also reported having had high blood glucose as a result of the issue, causing her to not get her insulin. She also noted a damaged battery cap. The customer was unable to complete the troubleshoot procedure due to the call being lost. A return call was made to the customer unsuccessfully.